Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector was received in reference to damaged. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtoquing. The complaint was confirmed in the lab for damaged.

Event description:
This is an international report where some cracks were seen on the light blue main body of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for damage is confirmed because evaluation of the returned sample. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample evaluation is anticipated but not yet begun. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.